Manufacturer narrative:
No patient identifier or demographic information is available. The field service representative (fsr) performed troubleshooting and found that the r1 arm was out of alignment. The fsr replaced the pipettor, reagent #1, assembly (list number (ln) 7-93244-03) which resolved the issue. A review of service history for the architect c8000 processing module serial number (B)(4) revealed no contributing factors on or around the time of the issue. A review of tracking and trending for the pipettor, reagent #1, assembly (ln 7-93244-03) did not identify any trends. Review of tracking and trending for the architect c8000 processing module did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the pipettor, reagent #1, assembly (ln 7-93244-03) or the architect c8000 processing module serial number (B)(4) was identified.

Event description:
The customer generated falsely depressed sodium results for one patient. The following information was provided: sodium initial result 119 mmol/l, repeated on another analyzer 139mmol/l, reference range 136 - 145 mmol/l, critical value </= 120 mmol/l no impact to patient management was reported.